Event description:
It was reported that a motor rate error occurred and the pumps stopped running. No patient injury was reported.

Manufacturer narrative:
Other, UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A cracked and chipped top case was found. The device was also missing rubber feet. The pump log history was reviewed and a motor rate error was identified. Occlusion testing was performed and was able to duplicate the reported error. The root cause of the reported issue was found to be normal wear as the pump is over 12 years old. Actions were taken to mitigate the reported issue: replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).